Manufacturer narrative:
Initial report submitted on 27 feb 2025, MFR# 3003637635-2025-00005. The complaint devices was not returned. Therefore testing of the actual device in the reported adverse event is not possible. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from DHR review, root cause is established as external - customer.

Event description:
The problem was described as: "the hub would not tighten enough and upon removal from the body, the hub came off the sheath." What troubleshooting steps, if any, resolved the issue?: tried to remove the sheath. Patient present at time of event?: yes. Patient complications: no patient complications. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: superficial femoral artery intervention. Device/procedure outcome: procedure completed, original device used. Patient outcome: f26: no health consequences or impact.

Manufacturer narrative:
The root cause of the incident is unknown at time of the initial report. The complaint device will not be returned for an evaluation. The DHR review which exams the DHR, ncrs, and ecos will be done as part of the root cause investigation.

Event description:
The problem was described as: "the hub would not tighten enough and upon removal from the body, the hub came off the sheath." What troubleshooting steps, if any, resolved the issue? Tried to remove the sheath. Patient present at time of event? Yes . Patient complications: no patient complications. As reported device codes: 1188: detachment of device or device component. As reported patient codes: 9398: no clinical signs, symptoms or conditions. Type of procedure: superficial femoral artery intervention. Device/procedure outcome: procedure completed; original device used. Patient outcome: f26: no health consequences or impact.